Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the left circumflex artery. The physician advanced a 2.25x30mm maverick2 balloon to the lesion and predilated. Then the physician advanced the 2.5x15mm maverick2 balloon to continue predilation and on the first inflation, inflated the balloon above rated burst pressure and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a taxus stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to perform any inspections on the device. From review of all relevant information, the most probable root cause of this defect is due to a design constraint of the product. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications.